Event description:
Customer stated that she had a low blood glucose event. Customer is working with physician and adjusting the insulin pump settings. Customer passed out. The current blood glucose reading is 111 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.